Manufacturer narrative:
Upon investigation of the actual device used in this incident, the system patient option was not showing on the station due to software issue. A technical support specialist advised the customer to restart the maintenance service and rebooted the station, configured profile mode to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system patient option was not showing on the station. The customer reported that users were unable to remove medications from the station.however,the user was able to obtain the medication from another station. There were no adverse events or injuries reported based on this incident.